Event description:
During a 97ml injection of contrast in the antecubital fossa the pt complained of pain in their upper arm midway through the injection. The CT technologist inspected the pt's arm and suspected that there had been an extravasation. This was confirmed by scanning the arm, which indicated the presence of contrast from approximately mid-humerus to a few inches below the elbow. The CT technologist suspected that due to the available evidence the extravasation started above the antecubital fossa (beyond the eda patch). Due to the appearance of contrast in the bladder, it was estimated that approximately 50ml of contrast was extravasated. Radiologist examined the pt and ordered a cold pack to be placed on the arm and requested that the pt be observed for an hour. Pt was requested to make a follow-up visit.